Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left side of top case was damaged and the right plunger case was chipped out and missing the case seal. A review of the event history log (ehl) identified base hardware failure. During the functional testing the reported issue was able to be duplicated. The interconnect board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the interconnect board. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a base hardware issue. No adverse effects were reported.